Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette tubing was leaking, which caused operational issues; the cassette was discarded. A new cassette was connected and the pump function improved, although flushing remained difficult. It was also noted that the medication dose (md) had not yet been administered and had been mistakenly programmed as 11.8 ml instead of 12 ml. The setting was corrected to 12 ml; however, the dose was not administered because the patient had already received several tubing fills during repeated flushing attempts. An additional emergency dose (ed) of 2 ml was administered. No adverse event was reported.